Manufacturer narrative:
As of today, the patients declaration of consent is not available. Therefore, the device itself could not be investigated and no conclusion could be drawn regarding the root cause of the clinical observation. Should the patients declaration of consent become available, this report will be updated.

Event description:
It was reported that the device was explanted due to eri status approx. 31 months after the implantation.